Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm noted that the iabp unit powered on without issue and the device successfully completed autofill with a known balloon and trainer. The stm allowed the iabp unit to run on the known balloon and trainer for 20 minutes then reviewed the iabp error logs and observed an autofill failure, several purge retries, and multiple ¿leak in iab circuit¿ alarms. Upon further evaluation, the stm detected condensation within the drain tubing and completed the condensation removal procedure and replaced the special seal (p/n: 0348-00-0185). Subsequently, the stm performed all preventative maintenance (pm), safety, calibration and functionality checks which passed to factory specifications with the exception of the battery runtime test. The customer¿s biomed was notified of the battery runtime test failure and opted to replace the batteries at the next pm interval. The iabp unit was not returned to use pending the battery replacement. The stm returned at a later date and replaced the batteries and the safety disk which was due to be replaced. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a gas loss alarm. There was no patient harm and no adverse event was reported.